Event description:
Caller reported that family member received a reading of 163 mg/dl while experiencing hypoglycemic symptoms (unable to stay awake, dazed). Paramedics were called and received a reading of 72 mg/dl. Time between readings was not specified. Paramedics provided an unidentified form of medication from a tube three times to raise glucose levels.